Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.one device was received. Per visual inspection, the device was in good physical condition. Per functional testing, the device was switched on with an empty water tank and without a disposable, but alarm didn't make any sound. The complaint was confirmed. The root cause was a faulty printed circuit board (pcb) board with no audible speaker alarm. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The electronic assembly was replaced.

Manufacturer narrative:
Other text: b3: date of event unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's alarm "sounder" was not working. The fault did not occur while in use with a patient. There was no patient or clinical injury.